Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated that approximately 2 months following the pacemaker implant at an electrophysiology follow-up an anticoagulant and anti-arrhythmic were added as result of the atrial fibrillation unspecified symptoms. Approximately 3 months following the pacemaker implant, at a follow-up visit, the patient reported a plan for having an atrial leadplaced for a pacemaker implant 4 days from this follow-up visit. The second degree mobitz type I heart block was now reported as resolved as of 3 months following onset.

Manufacturer narrative:
Updated data: b5 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated that the patient¿s initial pacemaker was a right ventricular leadless permanent pacemaker.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated that no symptoms were related to the atrial fibrillation (afib) and no treatment was initiated.

Manufacturer narrative:
Continuation of d10: product ID {{d-evolutfx-2329_ID}}; product lot/serial number {{unknown}}; product type: {{delivery catheter system}}; implant date { {na}}; explant date {{na}} product ID {{l-evolutfx-2329_ID}}; product lot/serial number {{unknown}}; product type: {{compression loading system}}; implant date {{na}}; explant date {{na}} updated data: a1, a2, b5, d1, d4, d10, e1, h4, h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated that the second-degree heart block, mobitz type 1 event resolved the day of the pacemaker implanted. Approximately 1 month following the pacemaker implant the physician assessed the holter monitor results in which new onset atrial fibrillation was identified. Treatment and symptoms were not reported. The atrial fibrillation was reported as possibly related to the implant procedure as a common occurrence following a surgical procedure. The atrial fibrillation event was reported as resolving.

Event description:
It was reported following a transcatheter aortic bioprosthetic valve replacement (tavr) procedure, the patient developed left bundle branch block (lbbb). During physical therapy, the patient became light-headed and a wide complex tachycardia with a heart rate between 150s-190s beats per minute was noted by the team. Electrophysiology was consulted with a recommendation to resume a pre-existing a beta-blocker medication and an outpatient portable electrocardiogram (holter monitor) was ordered. Six days following the tavr procedure, the patient presented to the emergency department with complaints of abnormal chest pain, blood pressures, and heart rates. An electrocardiogram was performed and showed a second-degree heart block, mobitz type 1, in addition to the lbbb. Subsequently, the patient was admitted and a permanent pacemaker was implanted three days later. The patient was discharged the following day.

Manufacturer narrative:
D. Suspect medical device: specific device information was not provided. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.